Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, serial # (B)(6). Problem statement: customer reported a complaint regarding high carry over between sample tests. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 02nov2020 to date 02nov2021. Complaint trend: the only complaint related to the issue of high carry over is this one. Date range from 02nov2020 to date 02nov2021. Manufacturing device history record (DHR) review: DHR part #663029 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the carryover between sample tests was due to a worn v8 pinch valve tubing. The v8 valve tubing handles the aspiration of the excess sample from the sit flush operation to prevent leakages, and blockages within this tubing can lead to leakages and carryover issues. The fse (field service engineer) confirmed the issue and replaced the pinch valve tubing. No parts were requested for evaluation as there was no parts replaced. After the repair the instrument was tested and was performing as expected. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. There was no delay in patient treatment due to any unexpected results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A, page 165. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2021. Defective part number: n/a work order notes: subject / reported: 663029 - facslyric - bouchage. Problem description: there is always a drop left on the needle then by performing a daily clean, I noticed that there is a lot of volume left over time. Work performed: observations. Replacing the pinch valve pipe. Tests ok. Cst conforms. Compliant device ready for routine. Cause: pinch valve. Solution: observations. Replacing the pinch valve pipe. Tests ok. Cst conforms. Compliant device ready for routine. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 10000063058, rev. 06/vers. Z, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. Azure ID: (B)(4). ID: (B)(4). Reg status: ivd; ruo. Hazard: incorrect data. Source: flow cell fmea. Cause: tubing or port detail diameters at spec extremes, causing misalignment. Harmful effects: 1. Unacceptable carryover2. Potential incorrect results risk control: sample carryover testing to confirm the sample carryover level to specifications. Req link (azure ID): n/a . Implementation verification: lsvn-1013-dp sample carryover . Effectiveness verification: lsvn-1013-dr . Probability: 1 . Severity: 3 . Risk index: 3 . Residual risk evaluation: a . New hazards: none. Mitigation(s) sufficient ¿yes ¿no ¿ root cause: based on the investigation results the root cause of the carryover was due to a worn pinch valve tube. ¿ conclusion: based on the investigation results the root cause of the carryover was due to a worn pinch valve tube. The fse confirmed the issue and replaced the pinch valve tubing. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk is moderate, s3, and there was no impact to patient health or safety. H3 other text : see h.10

Event description:
It was reported that bd facslyric¿ carried over patient samples, causing contamination. The following information was provided by the initial reporter: "the problem is that he had carryovers, so some tubes were contaminated with other samples. 1. Are there erroneous results on patient samples for diagnostic test? Yes. 2. Was there any delay of treatment due to the issue? No. 3. If patient samples were redrawn, was there any change or delay of treatment? No. 4. Was there any physical harm/injury to the patient due to the issue? No".

Event description:
It was reported that bd facslyric¿ carried over patient samples, causing contamination. The following information was provided by the initial reporter: "the problem is that he had carryovers, so some tubes were contaminated with other samples. Are there erroneous results on patient samples for diagnostic test? Yes. Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay of treatment? No. Was there any physical harm/injury to the patient due to the issue? No."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.